Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine (5 mg/ml at 0.698 mg/day) via an implantable pump. The indications for use (ifus) were noted as non-malignant pain, spinal pain, and failed back surgery syndrome. The rep stated that the hcp cut the catheter during a spinal surgery that was unrelated to the pump; it was stated that there were no device or therapy issues. The hcp removed the spinal segment during the procedure and then replaced a spinal segment and connected it to the existing catheter. The hcp used a medtronic (B)(4) (medtronic neurosurgery external drainage and monitoring system (edms) ventricular catheter) to repair the catheter and "the nurses said it connected just fine." The hcp planned to "do nothing" with priming or programming the pump. No actual symptoms were reported. The rep stated that the patient was receiving adequate therapy with no complaints. A follow-up report will be sent if additional information is obtained.